Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. Customer care explained the concept of lag and general system behavior, then escalated the case for further review. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Customer care guided the user through the re-link process, ensuring proper steps were followed. After re-linking, the system returned to the initialization phase, and the user was instructed to perform daily calibrations for three days to aid monitoring. Monitoring continued until september 15, when level 2 confirmed that the system was functioning within expectations. Most calibrations aligned with sg trends, with occasional differences attributed to lag or calibrations during rapid glucose changes. The recommendation was for the user to continue using the system and calibrate when glucose levels were stable. On september 16, customer care verified that the user was calibrating as instructed and that the system was operating correctly. B4.date of this report 10 dec 2025. G3.date received by the manufacturer? 10 dec 2025. H6. Investigation findings updated to 114.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. Following escalation, the user was instructed to re-link the sensor, and system performance was monitored for three days. Upon completion of the monitoring period, escalation feedback indicated that the system was operating within expectations. Most calibrations aligned with sensor glucose (sg) trends, with occasional differences attributed to physiological lag or calibrations performed during periods of rapid glucose change. The user acknowledged the feedback and was advised to continue using the system and to perform calibrations when glucose levels are stable. Dms review confirms that the user continues to use the system, with information up to date and calibrations performed as recommended.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.